Event description:
A few days after breast augmentation, I got an infection in my right breast. Surgeon performed irrigation on implant. Have experienced illness since augmentation from mild to severe inflammation. Acute breast pain. Pain in muscle around both implants. Other symptoms include brain fog, memory loss, hair loss, severe adrenal fatigue, shortness of breath, rib pain, and anxiety. FDA safety report ID# (B)(4).